Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the even, it was determined that a reportable event had not occurred. The reporting doctor did not personally witness or experience any patient death related to the use of the sherlock 3cg. The doctor implied that he read a study that reported a death with the use of the sherlock 3cg but was unable to provide the referenced study. To date bd is unaware of any published reports of death related to the use of sherlock. This event will not be reportable as there is no evidence that this event occurred.

Event description:
It was reported physician reported evidence of death with use of 3cg and that it cannot be used on patients with a pacemaker despite information and literature being provided that 3cg is safe to use on patients with pacemakers. Physician insists contract should be done with teleflex as no security offered for patients with pacemaker. Additional and supporting information has been requested, but not received. No other information was provided. The reporting doctor did not personally witness or experience any patient death related to the use of the sherlock 3cg. The doctor implied that he read a study that reported a death with the use of the sherlock 3cg but was unable to provide the referenced study. To date bd is unaware of any published reports of death related to the use of sherlock. This event will not be reportable as there is no evidence that this event occurred.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported physician reported evidence of death with use of 3cg and that it cannot be used on patients with a pacemaker despite information and literature being provided that 3cg is safe to use on patients with pacemakers. Physician insists contract should be done with teleflex as no security offered for patients with pacemaker. Additional and supporting information has been requested, but not received. No other information was provided.